Event description:
The patient's generator and lead were replaced. No other relevant information has been received to date.

Event description:
Patient presented with high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.